Manufacturer narrative:
The customer¿s report of an overinfusion of magnesium was not confirmed. Physical inspection noted the device was in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event showed pump module s/n (B)(4) was in use and infusing a primary infusion of IV fluid + kcl 20meq/l (drugid 2) at a rate of 75ml/hr. At 2:21 pm, the device was paused. Two minutes later a secondary infusion of magnesium sulf int replacement dose 2gram in 100ml (drugid 283) was programmed to infuse at 50ml/hr with a vtbi of 100ml. At 3:03 pm, the device was paused. Two minutes later, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused for the secondary infusion of magnesium sulf int replacement dose 2gram in 100ml (drugid 283) was 33.204ml. There were no alarms prior to the user channeling the device off. Functional testing was performed and the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of magnesium was not identified.

Event description:
The pump settings/programming were reviewed by 2 nurses and noted the pump had been programmed correctly.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary infusion of magnesium sulfate (100 ml bag) was expected to infuse at 50 ml/hr, and emptied within approximately 20 minutes. After the event the md was notified and he requested that the patient be observed and vital sign checks were repeated. The patient's vital signs were stable and no adverse effects were reported. After the event, biomed tested the devices at the event rate and no device issues were identified.